Event description:
The foot pedals ordered were different from what was received. That was resolved within several weeks. However, when the pt came across an obstruction, say a sidewalk curb, the obstruction would force the leg rests up and off their stems and the leg rests would swing out putting the joints of his legs into a very strained position. At one point it almost caused a break in the leg bone; instead it was just a severe sprain in the knee. There is no locking mechanism where the leg rest attaches to the frame of the wheelchair to prevent it from being pushed up and away or off completely. The front wheel casters were designed to be lightweight. But instead, they collapsed and actually broke. Rptr has been in touch with the MFR about these problems. MFR's remedies are: 1. To replace the front wheels with the exact same kind of front wheels that collapsed before, at no charge. Anything stronger or bigger will cost an add'l charge. 2. They are willing to make a locking system to correct the problems with the leg rests and charge him $48./hr for the labor involved to make such a leg rest lock. (*)